Manufacturer narrative:
Results: the neuron max was kinked approximately 23.0 and 78.0 cm from the hub. The distal fractured portion of the jet7 was inside the neuron max. Conclusions: evaluation of the returned neuron max confirmed a distal kink. This type of damage likely occurred due to the reported coughing and thrashing of the patient during the procedure. The distal fractured portion of the jet7 was stuck inside the distal kink of the neuron max. Further evaluation of the neuron max revealed proximal kinks that were likely incidental to the reported complaint. Evaluation of the returned jet7 confirmed a fracture. If the catheter is forcefully retracted against resistance a fracture can occur. This damage likely occurred due retraction against resistance due to the kinked neuron max. This is further supported by the distal fractured portion of the jet7 being returned within the neuron max kink. Evaluation of the non-penumbra microcatheter confirmed that the device was damaged and the marker band was missing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the patient coughing and thrashing may have contributed to the device malfunction. This report is associated with MFR report number: 3005168196-2019-02067.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02067.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician placed a neuron max in the radial artery to the cervical internal carotid artery (ica). Next, the physician advanced a triaxial system consisting of a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra microcatheter and a non-penumbra guidewire through the neuron max. The patient began coughing and thrashing uncontrollably and the physician converted from a monitored anesthesia care (mac) to a general anesthesia. After the patient was intubated, the physician removed the microcatheter and guidewire but not without difficulty. It was discovered that the metal radiopaque marker band from the microcatheter had pinched off and embolized distally into the right anterior cerebral artery (aca). The physician then attempted to remove the jet7 from the patient; however, it was discovered that the neuron max had kinked causing the jet7 to fracture. Therefore, a non-penumbra balloon catheter was advanced into the neuron max along the side of the fractured portion of the jet7. The physician then inflated the balloon and safely removed the jet7 and neuron max. It was reported that the broken marker band of the microcatheter was left in the patient. The physician then closed the radial artery and proceeded the procedure with groin access. After several attempts to remove the clot from the m1 segment using non-penumbra devices, reperfusion was not achieved.